Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that it was unknown if the issues had been resolved. The patient was hospitalized on (B)(6) 2017 in (B)(6). There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the battery died on (B)(6) 2017 due to normal battery depletion, and the patient began throwing up due to it not working. It was indicated that the patient was diabetic, and was so sick that they couldn't hold anything down. They started throwing up on (B)(6) 2017 and went to the ER on (B)(6) 2017. The patient was immediately admitted to the hospital. They were placed in the ICU, and were there at the time of the report. They were trying to find a healthcare provider to replace the battery. There were no further complications reported as a result of this event. The indication for use was diabetes.